Manufacturer narrative:
PMA/510(k) # k162717. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The evo-20-25-8-e device of lot number c1588842 was unavailable for evaluation. With the information provided, document based investigation was conducted. Prior to distribution all evo-20-25-8-e devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-20-25-8-e device of lot number c1588842 did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #c1588842; upon review of complaints this failure mode has not occurred previously with this lot #c1588842. The instructions for use which accompanies this device instructs the user to "when stent point-of-no return has been passed, pulled safety wire out of delivery handle near wire guide port". There is no evidence to suggest that the customer did not follow the instructions for use a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the suture becoming trapped between the inner and outer catheter. Customer complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The stent was exposed during procedure and the applicator to remain in patient was pulled out as well. Product wont be returned. Customer disposed. Highly contaminated. "As per complaint form": the stent was released but was with the introduction system withdrawn.